Event description:
The complainant reported that upon attempted delivery of an impella cp pump, both the pump and introducer kinked. The introducer was replaced, but the second introducer encountered the same problem. A gore sheath was subsequently placed and the pump was successfully placed for support. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report represents the first introducer. Related manufacturer device report number 1220648-2025-45740 represents the pump while related manufacturer device report number 1220648-2025-45921 represents the second introducer.

Manufacturer narrative:
H.6 added medical device problem code that was not reported on the initial report submitted. The introducer was not returned, and the investigation has been completed. The cause of the first sheath kink was not determined due to insufficient clinical details and because the product was not returned. The device history review was completed and the introducer passed all incoming inspection criteria.